Event description:
It has been reported that char thrombus developed on a catheter tip during a case. It is believed to have been caused due to the fact that this stockert was programmed for a cut off temperature of 55 degrees and this temperature was exceeded. The catheter quit functioning by not displaying temperature. They tried the usual cable replacement. Upon removal of the catheter there was a large thrombus on the catheter. The generator settings were power 55 watts and temperature 55 degrees celsius. The case was left sided.